Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with right lower extremity venous thrombosis and gastrointestinal bleeding. At some time, post filter deployment, it was alleged that the filter had perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight days of post deployment, inferior vena cavogram was performed for foreign body retrieval which showed current bard recovery inferior vena cava filter based on outside computed tomography demonstrates one of the limbs to have penetrated the inferior vena cava and was in contact with the anterior lateral margin of the aorta. After, it was decided that the filter should be removed to decrease the chance of an aortic injury secondary to the filter limb. Utilizing ultrasound guidance, access to the right internal jugular vein was obtained. A pigtail catheter was utilized to inject below the filter. This was evaluated closely for clot formation. No clot in the filter was identified. The medial leg did extend significantly through the inferior vena cava wall. Therefore, the retrieval cone device was advanced over the wire to the level of the filter. The cone was closed over the filter tip. Bilateral oblique images were obtained demonstrating that the tip was completely encased by the cone. Utilizing a standard withdraw technique, the cone was withdrawn into the 10-french sheath without difficulty. Subsequent cavogram demonstrates no evidence of extravasation. The cavogram was performed to exclude extravasation due to the unusual position of the medial leg which had penetrated the wall. At this time, attention was turned to placement of a new inferior vena cava filter. Utilizing ultrasound guidance, access to the right common femoral vein was obtained. A new bard recovery filter was deployed in an infrarenal position below the placement of the previous filter for a patient with deep venous thrombosis. A subsequent cavogram was performed demonstrating good position of the filter without evidence of caval wall penetration. Around nine years later, computed tomography of abdomen and pelvis with contrast was performed which revealed an inferior vena cava filter was present. The legs of the filter extend through the wall of the inferior vena cava. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. A definitive root cause for the alleged perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with right lower extremity venous thrombosis and gastrointestinal bleeding. At some time, post filter deployment, it was alleged that the filter had perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device not returned.